Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer's mother reported that the customer received a reading of 212 mg/dl on their freestyle freedom lite meter compared to a healthcare provider's meter that read 17 mg/dl. According to the customer's mother, the reported readings were taken within 10 minutes. The customer lost consciousness; therefore, the paramedics were called and treated the customer with oxygen and glucose. The customer was transported to the hospital, where she was diagnosed with severe hypoglycemia and treated with unknown intravenous fluids and prescription medication. There was no report of death or permanent impairment associated with this event.